Event description:
Consumer reports getting high readings. Contacted hcp and was told to dispense additional insulin. Went to the emergency room, didn't feel right. ER tested with their meter and readings were in the 50's.